Event description:
The customer complained of discrepant high results for 1 patient tested on coaguchek xs plus meter serial (B)(4) compared to a laboratory using the dade innovin method. The initial result from the meter at 2:24 p.m. Was 3.7 inr. The patient was tested again on the meter at 2:26 p.m. And the result was 3.3 inr. The result from the laboratory within 7 hours of the meter tests was 2.4 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient does not have anemia or antiphospholipid antibodies. The patient is not on heparin or other direct thrombin inhibitors. The patient is not experiencing any bleeding or bruising and has not had any changes to diet or medication. The meter and test strips were requested for investigation. Relevant retention test strips (lot 286324) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr , donor 2 inr: 2.4 inr, donor 1 hct: 48% , donor 2 hct: 42% . Testing results: donor 1: retention meter with masterlot strips: 4.0 inr , customer meter with customer strips: 4.0 inr. Donor 2: retention meter with masterlot strips: 2.4 inr , customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.